Event description:
A caller reported that the t:slim x2 pump battery would not charge, despite using the tandem wall adapter and an alternate wall adapter, as well as different charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advising the caller to let the current pump¿s battery fully deplete before returning it. The caller was informed about receiving a replacement pump, which would include updated software and available training through their tandem source account, and they acknowledged the instructions provided.